Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery jumped from 20% to 90% then dropped back to 5% while disconnected from a power source. There was no reported impact to the customer's blood glucose level. Reportedly, the customer discontinued use of the pump and had insulin pens as alternate insulin therapy.